Event description:
The facility reported an infusion pump that failed during pt use. The pump was reported to be infusing levophed for the pt's blood pressure support. The pt was in the critical care unit (floor 4) and was being transported to radiology (floor 2) for a head CT scan. The pump was unplugged and during the transfer, the pump "beeped and the screen went blank". Reportedly, the pump didn't display and failure code. The pt's blood pressure was reported to drop "drastically". Once the pump was plugged back in radiology, it functioned fine and the medical team used the pump until a new pump became available for use. Though requested by baxter, no additional information was provided regarding the pt, medications involved, pt's status and vital signs prior and after the event, blood pressure values when dropped, medical intervention, type of alarm and any failure code given by the pump, and set up of the pump.